Manufacturer narrative:
Device not returned

Event description:
It was reported the customer's pump case would not clip securely, causing the pump to fall. Subsequently, the pump touch screen was cracked and unreadable. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.